Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned product consisted of a quantum maverick balloon catheter, in two pieces. The balloon was loosely folded and there was blood in the wire lumen. The hub, hyptotube, inner/outer shaft, balloon, and tip were microscopically and tactile inspected. Inspection revealed tip damage, the hypotube was fractured 44 cm from the strain relief, and there was a kink in the hypotube located 40.5 cm from the strain relief. The end of the fractured hypotube was ovalized, as if kinked prior to separation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(6) 2018. It was reported that crossing difficulties were encountered. The stenosed target lesion was located in a coronary artery. A 2.5mm x 8mm quantum maverick balloon catheter was advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed hypotube break.